Event description:
In the last five months I have experience cramping and stabbing pains , excessive bleeding during pregnancy, night sweat, bleeding after sex, painful periods, leg pains, bloating , metallic taste in my mouth, head ache, dizziness, tingling sensation on my hands and feet, brain fog, mood swings, depression, black out, forgetfulness, numbness in my hands and feet, dizziness, bruising, nickle allergy, skin sensitive, skin itching and irrititation, insomnia and I also got pregnant after being on this. (B)(4).